Manufacturer narrative:
Additional information: update to reporter info. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint rx coronary drug-eluting stent was implanted in the circumflex branch on (B)(6) 2016. It was reported that the patient's postoperative condition was good. The patient was discharged on (B)(6) 2016 and was prescribed aspirin enteric-coated tablets and clopidogrel. On (B)(6) 2017, a telephone follow-up revealed that the patient was hospitalized due to cerebral hemorrhage. The specific medication the patient was on at this time was unknown. It was reported that on (B)(6) 2020, another telephone follow-up revealed that the patient died on (B)(6) 2019 due to "cerebral hemorrhage".